Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that a patient had surgery to address hip fracture and there was a revision surgery on (B)(6) 2019 due to the nail cutting out. The physician removed gamma lag screw, long gamma nail, and distal locking screw.